Event description:
It was reported that a customer complained that a lens couldn't completely be pushed out of the shooter. The issue was first identified during implantation/ application. The lens fully implanted, but the surgeon noticed there was only one haptic and therefore removed the lens during the same procedure. The incision needed to be enlarged. The surgery was completed using a new lens of the same model, but different diopter (24.0) and reportedly, the patient is ok. It was indicated that the device is not available for return. No further information was provided.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Telephone number: (B)(6). ((B)(4)): the intraocular lens (iol) is not returning for evaluation as it was discarded/not available for return. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.